Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a rotator cuff procedure, after the surgeon placed the anchor and made the final revision to the rotator handle, he realize that the anchor had moved and came off. The surgeon then attempted to re-screw the anchor and noticed that the anchor broke between the eyelet and the screw. All fragments were removed. A different device was used as the surgeon had to switch to another technique to complete the case.